Manufacturer narrative:
This report is submitted on december 22, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver / stimulator (specific date not reported). The device was explanted on (B)(6) 2022, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV and topical antibiotics (specific date and duration not reported). This report is submitted on january 19, 2023.